Event description:
Customer reported device =400 & 144 mg/dl back to back results. In 2004, customer stated not performing a back to back result but taking insulin. Customer was unconscious and taken to the hosp. The ambulance treated customer with a glucose shot and an IV of d50. No controls used. The controls were expired. A request was made for return product and replacement product was sent.